Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced inadequate pain relief and symptoms of withdrawal. It was stated the pt's catheter was occluded at eight of the nine wholes distally. On (B)(6) 2010, the catheter connecter was revised. The pt recovered from the procedure. It was then reported the pt experienced intense lumbar puncture headaches that persisted. The pt's medication and dosage were adjusted, and an epidural blood patch and an IV of saline and phenergan were given. On (B)(6) 2010, it was stated the pt recovered w/o sequela. The medications being delivered via the device system was fioricet.